Event description:
It was reported that during a ladg, the jaw would not open after about 11th or 12th firing. As this event occurred when the jaw did not clamp the patient's tissue, the tissue was not damaged. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.